Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the device's charge-pak and switch flex cable assembly for additional examination where it was observed there were shorting tin whiskers in two sockets, designators 2 and 3, of a cable-mounted plug connector, designator p506, located on the assembly. The shorting tin whiskers caused the device to not detect the charge-pak assembly was installed and deplete the internal hybrid layer capacitor (hlc) batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal leakage due to an electrical short that depleted the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.